Event description:
It was reported that the charge park, low power and service icons were displayed on the device. The reported problem is indicative of a device that will not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was also observed that the device would not power on. The root cause of the reported problem was determined to be due to tin whisker growth on a connector, designator p506, on the switch flex cable. Further evaluating the flex showed 3 tin whiskers on pins 7 and 8. The customer received a replacement device.